Event description:
Patient reported right side ¿deformations and lumps", "breast is red and burned", "silicone has leaked", "encapsulated in the lymph nodes", and "chest pain". Healthcare professional later reported right side capsular contracture baker grade IV, "clear leakage of silicone in and around the implant", "right axillary siliconomas", "right breast dermatitis¿, "right mastitis¿, and "palpable lymph node that is easily movable against the tissue". Patient reported on behalf of the healthcare professional that after surgery, ¿physician had to scrape silicone residues from the muscles", ¿still have silicone residue in their lymph nodes¿, ¿slight chronic recurrent inflammation is focal¿, and "distinct histiocytar reaction and numerous, partly densely stored light-optically empty cavities with partly also surrounding foreign body reaction in the sense of so-called siliconomes". Patient also reported the following events, which are all not device-related: "shortness of breath, cannot sleep¿, ¿mentally exhausted¿, "headaches", mild ventral osteochondrosis of the thoracic spine without larger schmorl nodes¿, ¿slightly increased thoracic kyphosis¿, "mild scoliosis", ¿partially fluid and slightly fatty hemangioma", "small fatty lesion caused by a hemangioma or fibrolipoma", ¿breast implant illness¿, ¿hyperthyroidism¿, and ¿tachycardia¿. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "granuloma and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, rupture, gel leak, and lymphadenopathy

Event description:
Patient reported ¿deformations and lumps in both breasts. Breasts were red and burned. Silicone has leaked, encapsulated in the lymph nodes," "right axillary siliconomas" , "palpable lymph node". Patient reported " headaches, back pain, shortness of breath, cannot sleep¿, ¿mentally exhausted¿; these events are not device related. This relates to the right side. Device remains implanted.

Event description:
Provider's office additionally reported ¿physician had to scrape silicone residues from the muscles" and ¿that they still have silicone residue in their lymph nodes¿. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/ palpability: unable to observe since it is not related to the device. Varied injuries: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Rash: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Lump/ nodule: unable to observe since it is not related to the device. Local reaction: unable to observe since it is not related to the device. Inflammation/ irritation: unable to observe since it is not related to the device. Headache: unable to observe since it is not related to the device. Other medical: unable to observe since it is not related to the device. Anxiety - product/ procedure: unable to observe since it is not related to the device. Changes in sleep habits: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported ¿deformations and lumps", "breast is red and burned", "silicone has leaked", "right axillary siliconomas" , "palpable lymph node" with "back pain, chest pain, shortness of breath, cannot sleep¿ ,¿mentally exhausted¿, "mild scoliosis", "right breast dermatitis and mastitis", "headaches" and ¿hyperthyroidism¿, ¿tachycardia¿ and "breast implant illness. MRI, ultrasound and biopsy performed which showed: "only a slight chronic recurrent inflammation is focal¿. Later patient reported capsular contracture baker grade lv. This relates to the right side. The device has been explanted with a capsulectomy.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: a.2; b.3; b.5; h.6.

Event description:
Patient additionally reported capsular contracture baker grade IV and suspected rupture.